Event description:
A customer reported a tandem mobi cartridge alarm that caused their blood glucose level to exceed 500 mg/dl, displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support confirmed the issue and decided to replace the pump. The customer, who lacked a backup therapy and had outdated pump software, was advised on the necessary steps and informed about receiving a replacement pump with updated software. The customer understood the instructions for returning the faulty pump and acknowledged the terms for receiving the new pump.